Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), a cook acrobat calibrated tip wire guide was used. The device loaded and worked correctly and had been used for 2 hours during hydro-electrical lithotripsy. However, after a spyglass procedure was done the wire could no longer be advanced. Everything was removed and it was observed the coating had begun to separate. No section of the device detached inside the endoscope or patient. Another manufacturer's device was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. Approximately 164 cm from the distal end the coating is damaged and rough. Approximately 25.5 cm from the distal end approximately one centimeter of the coating has been peeled toward the distal and over itself. No part of the device is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use for this product line instruct the user to flush the wire guide prior to removal from the wire guide holding. This activity will aid in optimal performance of the wire guide. Failure to flush the wire guide can result in damage to the wire guide. The instructions for use for this product line instruct the user to flush endoscope accessory channel and/or lumen of device with sterile water and for best results, wire guide should be kept wet. This activity will aid in optimal performance of the wire guide. Failure to flush the endoscope channel can result in damage to the wire guide. The instructions for use for this product cautions the user that this product is compatible with non-metal tip devices. Use of the wire guide with metal tip devices may compromise the integrity of the external coating on the wire guide. The reported observation can occur if the wire guide was used with an incompatible accessory device. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all acrobat calibrated tip wire guides are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor complaint trends and reassess the risk assessment resulted as post market feedback continues to become available.